Event description:
Failed perclose. Staff unfortunately did not save packaging, but I have attached a picture of the lot number. Unsure if it is a device malfunction of operator error, but staff did not feel that there were any issues with care or with the placement of this vascular closure device. Below is from the physician's cath/pci [percutaneous coronary intervention] note for case on [redacted]. Left common femoral perforation due to unsuccessful perclose deployment (sutures did not deploy and footplate got stuck with eventual removal but perforation noted requiring open cutdown by dr [redacted] for repair).